Manufacturer narrative:
H10: h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states per case details, the broken anchors were removed from the patient. Based on the limited information provided we are currently unable to rule out a procedural variance as a contributing factor to the reported event, which does not represent a device malfunction. The procedure was completed using a back-up device. No patient injuries or adverse consequences were reported. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. A review of the drawing found the tensile strength, and material specifications are verified for compliance. There was no relationship found between the device and the reported event. The complaint was not confirmed. Factors that could have contributed to the reported event include: (1) tissue thickness. (2) misalignment of inserter handle. (3) excessive force. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during use in a rotator cuff repair, upon inserting the multifix anchor broke upon insertion. Hard bone was noticed and then the surgeon dilated hole with 5.5 tap. The surgeon noted trajectory may have been off axis. All components were retrieve from patient with an arthroscopic grasper. A delay of 10 minutes was reported and the procedure was finished with a smith and nephew back up device in the same bone hole. No other complications were reported.